Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a jolt at the lead insertion site twice on (B)(6) 2020. The stimulator had been "working wonderfully" up to that point. The rep met with the patient and physician the following day. Interrogation indicated impedances were in a normal range. At that time it was noted the patient had not experienced another jolt. A new group was programmed, and the patient was switched to group b and told to notify the rep again if the sensation occurred again. At the time of the receipt of this report on (B)(6) 2020, the patient had not reported another occurrence of jolting, but it was still unknown if the event had resolved.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.